Manufacturer narrative:
Evaluation results: the device was not returned to zoll medical corporation. Instead, a zoll representative evaluated the device at the customer site. It was determined that the reported malfunction of "battery not recognized" was caused by the customer's battery. When installed into the device, the device did not register the battery. It was verified with two other known good batteries that performed correctly when installed into the same device. The battery was discarded at the customer's facility. The reported malfunction of "device reset/reboot itself" was not replicated or confirmed. The device was certified after pm testing by the zoll representative at the customer's site. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not recognize the battery inserted and the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-01234 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-01234 for a similar event reported from the same customer.